Manufacturer narrative:
Trackwise ID #(B)(4). Analysis of production: (3331/213 & 67) the DHR of the reported lot 3000170601 has been reviewed. There¿s no deficiency identified from production relevant to the acrobat-I positioner vacuum failure prior to this complaint. All the products had been performed 100% visual inspection and vacuum leak test during production. They all passed the visual inspection and vacuum leak test, which demonstrate the sufficient vacuum was obtained, the suction cup had been sealed completely and was able to lift the weight. Trend analysis: (4110/213 & 67) in the last 12 months, 23th nov 2020 to 23th nov 2021, the occurrence rate is found to be approximately (B)(4). There¿s no similar complaint reported for this reported lot 3000170601. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213 & 67) the device was received on dec. 16th 2021, the following contents have been done: 1). Visual inspection: the vacuum tubing set, suction cup were inspected, no tubing damage or deform, no positioner suction cup block, damage or deformation was observed. The physical inspection indicated normally for the reported device. 2). Leak test was performance following IFU instructions to connect the stabilizer vacuum tubing with tubing set and acrobat-I canister, then connect to the vacuum regular and source. Set the test pressure at 250mmhg, and suction cup can pick up the calibrated weight and keep at 10s. Same method was repeated for 3 times, and all tested pass. 3). To simulation the possible situations of suction weak, the vacuum pressure was decreased to 200mmhg, and suction cup can lift requested weight and keep at least 10s. Normal products were tested under 200mmhg as well and all test passed. 4). Furtherly decrease the vacuum pressure to below 100mmgh, it¿s found that suction cup cannot lift the weight. Normal products were checked under same vacuum pressure, the weight cannot be lifted either, which indicated comparable suction ability of the reported device with normal products, and if the vacuum is lower than 100mmhg, the suction would become weak which cannot lift the requested weight. Note: IFU instructed to using the device under the vacuum pressure of 250mmhg. 5). Knob tightening simulation test was performed according to IFU, the result indicated no knob tighten issue after 30times tests, the knob can be tightened and the link arm can be tightened. Based on above tests, no any deficiency indicating suction weak or arm moving was observed. The suction is performing normally under the IFU suggested vacuum pressure with 250mmhg, but when decreasing the pressure to below 100mmgh, the suction weak would be observed. Since the event occurred during the use of the device and the procedural operation is unavailable for review, the specified root cause cannot be determined. As communicated with customer that there is no setting problems, and no broken components but had to switch out systems because the vacuum want working properly. It is probable that the vacuum was not stable at requested level during system switching and resulted in the vacuum weak. Based the returned condition of the device and results of the investigation the reported complaint was unable to be confirmed. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I positioner z, they said the suction wasn't working on the positioner. No injuries, they opened a new positioner and there were no issues.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.